Manufacturer narrative:
The customer ran calibration and qc. The tests were successful, and instrument performance was verified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine plus ver.2 and ise indirect na and ci for gen.2 results for 1 patient sample on a cobas 6000 c 501 module. The initial sodium result was 160 mmol/l with a data flag. The customer repeated the sample again and received the same result of 160 mmol/l with a data flag. The sample was repeated and the result was 140 mmol/l. The initial chloride result was 79.3 mmol/l and the repeated result was 98.7 mmol/l. The initial creatinine result was 0.8 mg/dl and the repeated result was 0.99 mg/dl. The initial results were all reported outside of the laboratory. The creatinine assay lot number was 45971201 with an expiration date of 31-oct-2020. The sodium and chloride electrode lot numbers and expiration dates were requested but not provided.